Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of an error code on the epg. It was further noted that the battery drawer markings had vanished. The main printed circuit board (pcb), lower case, test port logo, label, tube, tube insulator sleeve, o-ring hanger were replaced. The epg then passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was received into service subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.